Event description:
Per provider the tie wraps are leaking. Per the independent repair center there is alarming or red light. The hose clamps are leaking. The key failure was the tie wraps and hose clamps.